Event description:
A ventilator was returned to a third party service center for eval. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at a third party service center, the failure of the device to power on was observed. The device's system board was replaced to address the issue.